Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.7; re-test 3.4. Time between tests: 10 minutes. Therapeutic range: 3.0-3.5. Historical result: (patient is not concerned with this result). Date: (B)(6) 2014; inratio: 5.3.

Manufacturer narrative:
Investigation pending device return.